Manufacturer narrative:
(B)(4): the customer reported a pads ECG defib failure during testing. There was no patient involvement. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a pads ECG defib failure during testing. There was no patient involvement.